Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer spoke with technical assistance center, (tac) and confirmed that the errors were not being cleared between scopes. Tac informed the customer that the tower needs to be shut off, then connect the scope, then boot the tower up. Tac reported that the issue was resolved, and no further issues have been reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that when the evis exera iii colonovideoscope was connected to the evis exera iii video system center, errors b30 and e216 (communication error) and e215 (unsupported scope error) occurred. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm. This report is related to patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the reportable event was presented by the combination of scopes. Olympus will continue to monitor field performance for this device.